Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) and pacing when not required, which was triggered due to esv. It was noted that the premature ventricular contraction (pvc) was arriving at same time as atrial and ventricular pace. This device currently remains in service. No adverse patient effects were reported.